Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with the blood glucose of 500 mg/dl. The customer's current blood glucose is 199 mg/dl. Customer¿s blood glucose was 550 mg/dl at the time of incident. The customer treated high blood glucose value with insulin drip. Based on customer report customer does not allege pump was under delivering. The customer stated that the drive support cap appears normal. Customer unable to complete carelink upload. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.